Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. Patient samples were collected in 5 ml ethylenediaminetetraacetic acid (edta) tube and analyzed one hour later, at room temperature. The instrument has been performing within quality control (qc) specifications with respect to controls and reproducibility. A definitive cause of the incident is unknown. All related medwatch reports associated with this incident: 1061932-2013-00454, 1061932-2013-00455, 1061932-2013-00456.

Event description:
The customer reported the instrument did not detect blast cells, for two patient samples, on three separate days, involving the unicel dxh 800 coulter cellular analysis system. Further review of the customer-supplied data indicated automated differential had no instrument generated messages for the differential parameters, including no blast flags. Manual differential results indicated the presence of blast cells in the samples. Beckman coulter had the customer verify that all the flagging levels were set to maximum sensitivity. The erroneous results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Controls recovery was within range at the time of the event. Latron control file shows r-flags with recovery within range upon repeat. This is report one of three referencing the event date noted.